Event description:
Refine USA a medical device company is aware that there is a major malfunction with their tips. The micro-needling device is not treating at proper needle depths. There should be a total recall of the cartridges, however the company is not taking any precaution or communicating the possibility of malfunction. (B)(6). FDA safety report ID# (B)(4).